Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, the suture broke. The device was removed over a guide wire and a second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.